Manufacturer narrative:
Complaint (B)(4) received on january 23, 2026. This device is not available for evaluation. The device age is beyond its useful life. The age of this device is 19 years; its useful life is 5 years.

Event description:
The customer has alleged the cpu board is "burned".